Manufacturer narrative:
(B)(4), a rep of medcare products, visited the facility january 2nd. After talking with the facility, he determined that a sling loop was unhooked and the sling being used was too large. These two factors enabled the resident slide off the sling. He inspected the lift and the invacare sling being used at the time of the incident and did not find anything to be wrong. Gary reviewed lifting procedures with the facility, making sure to stress the importance of checking that the sling loops are secure in the sling support bar as soon as tension is placed on the straps, as well as appropriate sling sizing selection.

Event description:
A female pt was being transferred from a wheelchair to a bed by two caregivers. They were unable to lift the pt over into the bed as the bed's power cord was in the way. When one of the caregivers bent down to move the cord, the pt fell onto the floor, fracturing her hip. The other caregiver did not witness the incident. Both caregivers said the left rear sling loop was unhooked.